Manufacturer narrative:
Brand name: linear 3-6 lead, upn: m365sc2366500, model: sc-2366-50, serial: (B)(6), batch: 7072585. Brand name: precision, upn: m365sc9218150, model: sc-9218-15, serial: (B)(6), batch: 7063425. Brand name: precision, upn: m365sc9218150, model: sc-9218-15, serial: (B)(6), batch: 5177778. Brand name: spectra wavewriter, upn: m365sc11600, model: sc-1160, serial: (B)(6), batch: 374077.

Event description:
It was reported that the patients spinal cord stimulation leads displayed high impedances. It is unknown if there were symptoms due to the impedances. The patient underwent a procedure where two leads, two lead adapters and the ipg were replaced. There were no reported complications postoperatively. The devices will not be returned as they were retained by the medical facility.